Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: superior colon resection: event description: when gauze was inserted and removed during surgery via the trocar in question, a transparent part was found to be missing from the product outside the body. The physician has no experience with similar incidents and is requesting an analysis of the cause of the malfunction. This unit (seal&canula,obturator,syringe) will be returned. Intervention: replaced with cff73 from hospital inventory. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The shield, an internal plastic component of the seal, was fragmented. The fragment was not returned for evaluation. Based on the condition of the returned unit, it is likely that the shield fragmentation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as shield fragmentation is unlikely to cause or contribute to death or serious injury. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: superior colon resection event description: when gauze was inserted and removed during surgery via the trocar in question, a transparent part was found to be missing from the product outside the body. The physician has no experience with similar incidents and is requesting an analysis of the cause of the malfunction. This unit (seal&canula, obturator, syringe) will be returned. Intervention: replaced with cff73 from hospital inventory. Patient status: no patient injury or illness associated with this event.